Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was further reported that the diagnostic implantable cardiac monitor (icm) was removed and replaced/upgraded to a implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Event description:
It was reported that on a remote monitoring transmission, occasional possible undersensing was noted during recorded bradycardia episodes. The device remains in use. No patient complications have been reported as a result of this event.